Event description:
It was reported that the device exhibited post-paced t wave oversensing. The patient presented to the clinic and programming changes were made. The patient was stable before, during, and after the programming.